Event description:
It was reported that the asymptomatic patient presented in-clinic with multiple non-sustained oversensing episodes. The implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored electrocardiogram. Programming changes were made in-clinic on (B)(6) 2017.